Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Received device was visually inspected. Screwdriver was received with broken distal tip. Broken portion was not returned. The fractured surfaces also exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. Visual inspection under 10 x maginification of the distal tip suggests that surfaces show highly irregularly shaped faces from ductile failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the breakage of driver¿s distal tip cannot be positively determined. However, the noted damage suggests that the distal tip of driver may have experienced unintended forces during procedure, resulting in the distal tip of the driver becoming broken. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fixing screw on part 286750031 could not insert properly. Tip of instrument 286750070 broke off. Devices can't be used as intended detected at loc orthokit department.